Manufacturer narrative:
The device was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The primary cause of the zonular tear was attributed to the patient's preexisting conditions (e.g., dense cataract, weak zonules, and pseudoexfoliation, etc.). The surgeon stated that it was likely that the weak zonules would not have survived any other surgical technique to remove the nucleus, including small incision cataract surgery, extracapsular cataract extraction, or phacoemulsification. Zonular dehiscence is an inherent risk of cataract surgery. Manufacturer's reference #: (B)(4).

Event description:
A (B)(6) year-old monocular patient with a very dense brunescent grade 4+ nuclear sclerotic cataract, pseudoexfoliation, and weak zonules underwent cataract surgery on (B)(6) 2019 where the miloop device was used in an attempt to section the cataractous lens into quadrants. The patient had a complex ocular history in the operative eye that included end-stage glaucoma, advanced macular degeneration, and limited light perception vision (in addition to the dense cataract, pseudoexfoliation, and weak zonules). Given the medical history, the surgeon's goal for cataract surgery was to try to achieve ambulatory vision. The surgeon reports he was hoping to use the miloop to section the nucleus to make phacoemulsification easier; however, he experienced difficulty capturing the nucleus due its very large size. When the nucleus tipped during manipulation, it became apparent that the zonules had torn. The procedure was subsequently aborted and the patient was referred to a retina specialist who performed surgery approximately 45 minutes later. No intraocular lens (iol) was implanted and the patient is being fitted for aphakic spectacles (no iol implantation is planned). The patient's prognosis is good. At the one day postoperative visit, the patient's bcva improved to count fingers in the periphery and the patient was happy with this improvement.